Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, when the device was inflated, the air in the tube leaked out. The customer indicated that there was no patient involvement.